Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that approximately 6 months after implantation, the osv ii (909700) valve appeared to be malfunctioning. The patient began getting headaches, nausea, and vomiting, and the MRI showed slit ventricles. The valve was revised and replaced with hakim programmable valve model 82-3162; the catheters were not revised. The surgeon could not see anything obviously wrong with the valve but was keen to have it sent off for investigation. The patient has been reported as stable. No surgical delay has been reported.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The osv ii valve (909700) was returned for evaluation: failure analysis - investigation showed that the packaging was not returned with the valve. The valve was inspected and pictures were taken of the ¿as received¿ valve then decontaminated per process. No defect was found upon visual inspection of the valve. Flow control test was performed and failed; the valve was reversed leakage tested and passed this test. However, the printed curves is outside the measurement interval. Root cause - the probable root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve or could be due to improper handling during the implantation. As noted in the IFU: do not over-pressurize the valve system. Excessive flushing pressures may lead to valve damage. Additionally, the symptoms reported by the customer corresponds to the side effects, as noted in the IFU: in addition to the risks associated with shunt system or component implantation, major complications include mechanical failure, such as tubing fracture, material deterioration with time, or shunt pathway obstruction, infection, immune system reaction to materials and csf leakage along the shunt pathway. System disconnection can lead to catheter migration into the atrium, peritoneum or lateral ventricles. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.